Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows that the user entered 10ml/hr for the rate, which made the dose 50mg/hr. The infusion ran from 8:14 pm on (B)(6) 2017 to 4:16 am on (B)(6) 2017, with the dose being changed at 1:37 am on (B)(6) 2017 to 10mg/hr. The volume recorded as being infused during this period was 54.94ml with 50.016ml delivered at the rate of 10ml/hr. The root cause of the overinfusion was identified as user programming. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that lasix was programmed to infuse at 10ml/hr (50 mg/hr) rather than the intended 10mg/hr. As a result of the event, unspecified stat labs were drawn. The patient did not experience any symptoms of lasix toxicity, electrolyte abnormalities or dehydration. There no report of lasting patient harm.